Event description:
Customer reports noticing a burning odor from the base of the inform system. No discolored connector pins reported. No adverse event reported. Requested return of suspect device, and replacement was sent.